Event description:
Report received of the pump turning off when unplugged without an alarm alert. The patient was receiving heparin, nitroglycerin and an unspecified third solution. The medication concentrations and the pump settings could not be recalled. It was reported that when the pump was unplugged, the screen went blank. When the pump was plugged back into the electrical outlet (ac power), the volume to be infused and the rate had changed to zero on all three channels. The nurse replaced the pump and utilized the existing solutions and tubings. The patient did not experience any adverse effects. Though requested, there was no further information available.